Event description:
Rptr has had silicone gel breast implants for 15 yrs. She recently discovered they had both ruptured and she had them removed 6/23/94. The envelopes had both completely disintegrated and the gel had migrated into rptr's chest muscle. Extra breast tissue had to be removed and rptr's breasts look deformed. Rptr developed migrating joint and muscle pain in 4/94. This pain prompted a visit to rptr's plastic surgeon, who then ordered mammography. Mammography indicated rupture. Both implants and scar capsules were removed. A rheumatologist has diagnosed fibromyalgia.